Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 6 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during a vacation, the patient had an unspecified alarm during the night and attempted to change the system controller and was unsuccessful. No labs/tests were available. Additional information was requested, but was not provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as no product was returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.